Manufacturer narrative:
This issue was resolved via software release. During a recent FDA inspection from march 16, 2015 to march 27, 2015, the FDA inspector reviewed certain complaints from 2011-2012 that were associated with alleged diagnostic ultrasound system malfunctions occurring during stress eco exams. We determined, at the time of receipt of these complaints, that the events were not reportable. As a result of the inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this complaint as an MDR.

Event description:
Lock up issues every time customer goes into report page; errors "application error please reboot" received.